Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer reported having trouble talking and not feeling well. Firefighters were called and the customer was treated with 2 cubes of sugar by her husband before the fighters reached. Upon the arrival of the firefighters, the customer was advised to have "2 more cubes and bread." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving an error message when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer reported having trouble talking and not feeling well. Firefighters were called and the customer was treated with 2 cubes of sugar by her husband before the fighters reached. Upon the arrival of the firefighters, the customer was advised to have "2 more cubes and bread." There was no report of death or permanent injury associated with this event.